Manufacturer narrative:
The system was evaluated at the site. The reported issue was not able to be duplicated by medtronic personnel. The system was fully functional and the site has had no further issues.

Event description:
A medtronic representative reported that the surgeon reported intermittent tracking with the camera seeing the pt reference frame and o-arm tracker during a case. The site staff replaced spheres and repositioned the camera with limited results. The surgeon completed the procedure with the use of the stealthstation. There was no impact on the pt outcome.